Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Corrected field: b3. Additional information field: b5. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling type: sampling solution instrument/biopsy/suction channel. Cfu: 2 cfus. Bacterial identification: paracoccus yeei. Sampling date: (B)(6) 2024. Sampling type: sampling solution air/water channel. Cfu: 2 cfus. Bacterial identification: staphylococcus epidermidis; micrococcus luteus; sampling date: (B)(6) 2024. Sampling type: sampling solution air/water channel. Cfu: 1 cfu. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 0 cfu. Bacterial identification: n/a. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified number of colony forming units (cfus) of citrobacter farmeri. The device was retested on october 10, 2024, and it tested positive for 7 cfus of unspecified contamination. The device was tested again on november 7, 2024, and tested positive for an unspecified amount of cfus of e. Coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.